Event description:
It was reported that bd maxplus pressure rated extension set was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that IV began leaking contrast, and the tubing that is permanently attached into the hub broke off and came out of the hub.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.